Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that additional complaint was received for this production order number, no deficiency determined. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that two preloaded intraocular lens injectors split and broke during injection. This was noticed when the cartridge tip was in contact with patient¿s operative eye and the haptic/ optic of lens contacted the patient¿s operative eye. The lens was stuck in cartridge. This event took place with the same patient in the same procedure. Reportedly the lens was removed and replaced in the same procedure. A model (zcb00) was used as replacement for the patient. There was no incision enlargement, no sutures and no vitrectomy required. No additional information provided. This report will capture information for one lens (model pcb00). Another report is being submitted for another lens (model pcb00).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.